Event description:
Caller states the lancet does not retract into the device. No adverse event reported. Requested return of suspect device and replacement was sent. Lancet device: accu-chek soft touch, cat/00580.